Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 414 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer troubleshot for the no delivery. A prime was attempted with the same set and reservoir and a no delivery alarm occurred. The reservoir and infusion set were changed and the next prime was successfully. The insulin pump was working as designed. However, the insulin pump, reservoir, and infusion set will be returned and replaced.